Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a system monitor failed twice during implant. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor, serial number (B)(6) failing twice during implant was not confirmed. The system monitor was returned and evaluated at the european distribution center. The system monitor was returned in unremarkable physical condition with no physical anomalies found. The system monitor was functionally tested, all tests passed, and the reported event could not be reproduced. An attempt was made to gather additional information about the reported event such as if there was a delay in the implant process based on the monitor failure, and if the monitor failure impacted the implant procedure in any way; however, the customer did not provide any further information. The root cause for the reported event could not be conclusively determined through this analysis. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate ii patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate ii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 09oct2020. No further information was provided. The manufacturer is closing the file on this event.